Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited a subtle decrease in pacing impedance measurements. Pacing threshold measurements had also increased. A lead revision procedure was planned. No adverse patient effects were reported.